Manufacturer narrative:
Corrected data: a1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received which indicated that fatigue and shortness of breath presented as result of the severe transvalvular aortic regurgitation. Approximately 2 months following the onset of event, the hospitalization was required for the valve-in-valve (viv) revision. Hospital discharge occurred 6 days following admission which was also 2 days following the viv.

Event description:
It was reported that approximately 7 years following the implant of the 34 millimeter (mm) transcatheter bioprosthetic aortic valve, structural valve deterioration was identified. This was defined as a predominant unspecified aortic regurgitation (ar) without hemodynamic deterioration. Patient symptoms were not reported. Approximately 2 months following the event onset a valve-in-valve revision procedure was performed. A non-medtronic transcatheter valve was successfully implanted.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B5: referenced onset timeframe estimated due to estimated implant date. E: physician and facility information not available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.